Event description:
It was reported the insertable cardiac monitor battery was prematurely depleted. No changes or interventions were performed. There was no patient involvement.

Manufacturer narrative:
The reported event of low (out of box) was confirmed. Device image shows the device had exited shipped settings on 25 jan 2023, about 39 weeks prior to attempt to implant. DHR review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis was performed, and indicated normal device functionality. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.